Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation results: a stent graft delivery system was returned for evaluation. Based on the evaluation the reported issue could be confirmed. Upon sample receipt the stent graft was found to be partially deployed and during evaluation testing, the stent graft could not be further deployed using high release force. Based on information available the investigation is confirmed. A definite root cause could not be identified. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during a stent graft placement procedure, the stent graft allegedly failed to deploy. A different stent was used to complete the procedure. There was no reported patient injury.